Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep4055 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported inserter placed accucath lot # reep4055 and upon insertion, needle would not retract leaving needle exposed. No other details were given. Hospital staff to be retrained.